Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a competitor rv lead extraction was preformed due to noise. It was noted that several at/af episodes upon interrogation of the device, showed atrial lead noise. The atrial lead was also explanted. Atrial lead was discarded. There were no episodes of rv lead noise egms recorded. It was also noted that the patient was not using the atrial lead much due to a low percentage of atrial pacing. The patient condition was stable.